Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The customer reported that they tried to charge the battery multiple times, however, the battery would not charge. The customer stated that they would discard the battery. Although requested, the serial number of the ventilator was not provided; therefore, the device manufacture date is unknown.